Event description:
Revision of a right mako partial uni knee: knee was approximately 2 years old per surgeon. He said, at the time, that he felt "it was progression of oa to the lateral side because the x-rays look like the implant placement was perfect".

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown rm uni knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.